Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a patient with acute myocardial infarct (ami). The target lesion was in the mid left anterior descending artery with moderate tortuosity and heavy calcification. Without pre-dilating, the 3.0 x 38 mm xience prime stent delivery system (sds) was advanced, but the stent became stuck in the mid lad due to the calcification. While trying to negotiate, the proximal shaft of the sds got severely bent and it could not cross, due to the anatomy. During removal of the sds, the proximal shaft separated at the location of the bend. The device was removed from the patient and a cutting balloon was used prior to successful deployment of a 2.5 x 38 mm xience prime stent. There was no reported clinically significant delay in procedure and there was no adverse patient effect. No additional information was provided.